Event description:
Customer reported a problem with the pump, which was only lighting up grey and making sounds without displaying information. This issue led to blood glucose levels dropping to 40 mg/dl, and customer experienced speech difficulties temporarily. Emergency services were called, and customer received an IV of glucose from emts due to low blood glucose of 22 mg/dl. To address the issue, cts arranged for a replacement pump and instructed the customer on using a backup therapy through mdi until the replacement arrived. The customer reported they would contact their healthcare provider regarding an alternate form of insulin therapy. Replacement pump was sent, and instructions for returning the faulty pump were provided.